Event description:
Plaintiff was employed as a dental hygienist who wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering the following symptoms: allergic rhinitis, dermatits, shortness of breath, itchy and watery eyes, wheezing, angioedema, facial swelling and urticaria. Plaintiff alleges developing a latex allergy.